Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID.: 8709sc, serial# (B)(4), implanted: (B)(6) 2012-, product type: catheter. (B)(4).

Event description:
It was reported that patient was not getting the relief like she was before and the doctor was thinking about doing a dye study test. It was further stated that patient fell and injured her knee a week ago and they were wanting to do an MRI tomorrow. Drugs delivered via the device were dilaudid and marcaine. Additional information has been requested; a follow-up report will be sent when it becomes available.